Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that near the end of the stab and grab case, the c-ring was noticed to be broken in half when the vein wasn't following him out from the leg. Since the vein was already completely free from the leg, the pa finished the case by pulling the vain out from the incision site. Nothing fell of into the tunnel. No harm or additional follow up needed to the patient. No post-op issues.

Manufacturer narrative:
Tw# (B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The ceramic c-ring was observed to be split down the center of the c-ring. No other visual defects were observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break- c-ring" was confirmed. A lot history record review was completed for lots 3000445704, 3000446774, and 3000440957 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000445704. There was an ncmr , rework, or deviation documented for the lot number shipped to the account. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. For lot # 3000446774 and 3000440957 . There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.